Manufacturer narrative:
Patient code and device code: no information regarding the event has been provided. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2005 via the right jugular vein to prevent blood clots. Pt is alleging embedment. Pt is further alleging high blood pressure, anxiety, eating disorder and the inability to play contact sports without further explanation. Hospital and medical records have been requested but not yet provided.